Event description:
The device was used during a video-assisted thoracic surgery bullectomy procedure. Reportredly, the instrument broke. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.